Event description:
It was reported via receipt of FDA/cdrh user facility report that an incident occurred involving one (1) ICU medical inc. Mfg/hospira list# 41217-04-01, lot# unk. The incident reported that a "swan ganz catheter did not provide cardiac output. A new line was placed and hooked to the same monitor - hemodynamics were found to be adequate." There was no reported pt injury. Multiple attempts to contact reporter/facility for follow-up info and status of the involved device have to date been unsuccessful. It is unk if the cathters labeled device pre-insertion tests were conducted, it is unk how long the device was in use prior to the reported problem and it is unk what concomittant devices/equipment were in use that may have contributed to the incident. The involved 41217-04-01 catheter device has either been discarded and or is no longer available to be returned for the MFR for analysis and confirmation. MFR complaint analysis (limited) a review of the mfg processes, performance features, labeled usage requirements and previous investigations for similar complaints was conducted. The analysis review found that these types of problems are usually related to the thermistor wires being damaged which can affect the cardiac output readings. Those investigations found that stretching the catheter during use could potentially cause the thermistor wire or joint to break. The design and the instructions for use do allow moderate stretching of the catheter. Undue roughness or incorrect handling can cause kinking of the catheter during use which can break/damage the wires. Locked valves from the shield and/or any excessive pt movement during use could also cause the catheter to stretch and the thermistor wires to ripple and affect functionality. In addition, the catheter production processes include 100 percent testing for proper thermistor function. The exact cause(s) of the reported event cannot be determined. This report and the associated info have been statused in the MFR's complaint database for analysis and trending.